Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaint for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 05/31/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 product was received in original packaging (folding carton). A visual inspection and evaluation using magnification was performed. The plunger and pushrod were observed in advanced position. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed cracked and a piece of haptic was observed stuck. The returns include also: lens and, lens case. The lens was visual inspected, and the findings were: residues, particles were in lens surface also, a haptic detached was observed. The other haptic look complete with good conditions. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 monofocal iol (intraocular lens) did not leave the injector as the plunger ripped through the cartridge wall. When the doctor took the lens out, the lens was missing the haptic. The issue was first noticed while the lens was being implanted. A new lens was used instead. No additional information provided.